Manufacturer narrative:
(B)(6). A visual assessment was performed after disinfection. As received, the working channel sleeve was not protruding. However, maximum protrusion was observed when the large knob was articulated counterclockwise. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. Moreover, a spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Further investigation revealed that the wcs protrusion issue is caused by an inadequate bond b. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass ds procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as this device was in the middle of cbd and the physician started to fire the autolith probe to break the stone, the picture of the spyscope ds in the monitor became totally black and the physician could not see anything intraductally. He tried to restart the system but it was still black. He also disconnected and reconnected the spyscope to the controller several times, but still there was no image displayed. Reportedly, there was no visible damage noted with the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter and they were able to continue the procedure as planned with excellent visibility and they were able to break the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; working channel sleeve protrusion.